Event description:
A customer contacted baxter?s technical service center to request assistance on the home choice (hc). The hp stated had gotten a high drain 104/call your nurse alarm at the end of therapy. The hp?s therapy log was reviewed: initial drain volume (idv) was 156ml, total fill volume (tfv) was 9997ml, last fill volume (lfv) of 1689ml, total drain volume (tdv) was 12203ml, average dwell was 1:13hrs, average drain was 24 min, total ultrafiltration (tuf) was 2206ml. Cycle 5 uf was 270ml, cycle 4 uf was 2100ml, cycle 3 uf was -501ml, cycle 2 uf was 801ml and cycle 1 uf was -464ml. The hp's programming was as followed: continuous cycling peritoneal dialysis (ccpd) therapy, total volume (tv) was 12000ml, therapy time (tt) was 9.00 hrs, fill volume (fv) was 2000ml, last fill volume (lfv) of 2000ml, dextrose setting was the same. The technical service representative (tsr) explained that the device would be swapped due to the alarm. The tsr spoke with the hp's nurse who verified the minimum drain % was set to 0.70, the nurse changed it to .85 and would have the hp bring in the procard to the clinic. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The reported issue was confirmed in the device logs, but not duplicated during pal evaluation. The assignable cause: insufficient drain - false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low (70%) and false empty detect and initial drain alarm setting inappropriately programmed. The device meets specification for the reported issue of iipv-adult (high drain volume 104). The device will be sent to service area for servicing.

Manufacturer narrative:
(B)(4). A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.